Event description:
It was additionally reported that the death was not considered device related and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available. Section 1, "introduction," outlines potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death and multiple types of organ failure and dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to right ventricle failure (rvf) and multisystem organ failure. It was a slow, long course, and was refractory to dobutamine and diuretics. The patient passed away at home. The pump worked appropriately. It was unclear if the rvf was prevalent before the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.